Manufacturer narrative:
The referenced percutaneous lead (driveline) replacement was reported under medwatch MFR report #2916596-2018-03574. Approximate age of device ¿ 5 years and 5 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2013. It was reported that analysis of the submitted log file by technical services revealed authentic driveline fault events indicative of driveline degradation. A percutaneous lead (driveline) replacement was previously performed on (B)(6) 2018 approximately 3 inches from the exit. Not enough room was available for a second replacement to be performed. On (B)(6) 2018, the patient underwent a pump exchange.

Manufacturer narrative:
Investigation conclusion: evaluation of the patient¿s submitted log files confirmed the reported driveline fault alarm; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log files contained overlapping data from 14nov2018 to 19nov2018. The pump was set to a fixed speed of 9200 rpm and operated above the low speed limit of 8800 rpm for the duration of the log file. The log file recorded a continuous driveline fault alarm throughout the majority of the log file. The alarm was silenced while active. Based on previous complaint experience, the driveline fault event captured in the log file appeared consistent with a potential driveline issue. The rest of the log file consisted of pi events as well as power cable alarms which appeared to be associated with routine power exchanges. The log file appeared to show the system operating as intended. The account reported that the patient underwent a pump exchange on (B)(6) 2018 and the pump was retained at the hospital. The hmii IFU and patient handbook provide information on caring for the driveline and identifying potential driveline issues; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The hmii patient handbook also contains information regarding all system alarms and the actions associated to resolve the alarms. No further information was provided. The manufacturer is closing the file on this event.